Event description:
It was reported that the patient was experiencing pain at extension connection site. The patient underwent a lead and lead extension repositioning procedure. The patient was doing well postoperatively. The device remains implanted and in use.

Manufacturer narrative:
Block d2b: pro code: qrb. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-extension. Upn: m365sc3138250 model: sc-3138-25 serial: (B)(6) batch: 7072882 UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 14951061 UDI: (B)(4). Product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 14776187 UDI: (B)(4).